Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer experienced high blood glucose. The blood glucose level was 600 mg/dl. Customer experienced symptoms such as confusion, sick, nausea, vomiting and abdominal pain. The customer was treated with emergency medical services. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. The insulin pump will not be returned for analysis.